Manufacturer narrative:
Information was received from tandem technical support stating that customer did not experience a blood glucose (bg) level of 50-55 mg/dl. Reportedly, customers bg level was 81-91 mg/dl. Additionally, customer did not receive treatment at the emergency room. This event is not reportable. B2: information was received from tandem technical support stating that customer did not experience a a blood glucose (bg) level of 50-55 mg/dl. Reportedly, customers bg level was 81-91 mg/dl. Additionally, customer did not receive treatment at the emergency room. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level 50-55 mg/dl. The cause of the low bg was unknown. No information was provided regarding the treatment received. Reportedly, the customer left the ER 1 hour later with the issue resolved and no permanent damage sustained.